Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device or additional information, edwards is unable to confirm root cause for intervention performed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case a 27mm bioprosthetic mitral valve, implanted seven (7) years and four (4) months, was disabled and a 29mm bioprosthetic valve was implanted via valve in valve procedure. The reason for intervention is unknown. Attempts to retrieve additional information regarding the event and patient are in progress. Should new information be received at a later date, a supplemental MDR will be submitted.

Event description:
In this case edwards learned that a second device, a 29mm transcatheter valve, was implanted inside a 27mm bioprosthetic valve in the mitral position using a transcatheter valve-in-valve intervention due to severe symptomatic degenerative stenosis. Through follow up with the healthcare provider it was learned that the patient was considered to be "extreme risk inoperable for a redo mitral valve replacement due to proximity of vital structures to the sternum and sternal wires. The patient was taken to the intensive care unit in satisfactory condition and had later expired on post operative day five (5). Per the discharge summary the patient underwent "tee guided cardioversion which was successful. Shortly after his tee, he developed respiratory distress requiring intubation. Bedside tee was repeated and no mr present. Lv function looked normal. It was suspected his issues were non-cardiogenic. Resuscitation efforts were unresponsive and he was pronounced dead."

Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and showed that the product met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event remains indeterminable and clinical observation cannot be confirmed. The patient's known medical history may have contributed to the reported event.